Event description:
Customer reported an alarm on her insulin pump and was unable to rewind. No troubleshooting was performed as customer stated her new pump is working and no longer need this one as a back up. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.